Event description:
Information was received from the consumer regarding a patient reported that every time the implantable neurostimulator (ins) (implanted in 2016) had been turned on, they got an electrical shock or jolt with an intense burning sensation felt inside their back at the ins site. It was noted that the patient¿s doctor thought it was definitely a defective device and, therefore, wanted to remove it but the manufacturer had not agreed to pay for the surgery. The patient had reflex sympathetic dystrophy (rsd) in both lower legs with excruciating pain, along with elevated blood pressure because of the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.